Manufacturer narrative:
One sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Functional testing confirmed the reported condition, which was determined to have been caused by the manufacturing process. Manufacturing controls are in place to reduce the likelihood of recurrence. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.